Event description:
It was reported that there was an endocutter failure. It did not close well after first shot. The surgery was not delayed and the procedure was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: u5a19k. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the jaws and closure trigger in the closed position, articulated to the right side and anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.